Event description:
A discordant phenobarbital result was obtained on one patient sample on an advia centaur xp instrument. The discordant phenobarbital result was reported to the physician, who questioned the result. The same sample was rerun on the same instrument and the corrected result was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant phenobarbital result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant phenobarbital result was unknown. The fse checked the probe to cuvette calibration and checked the sample and ancillary probes. The fse replaced a vertical guide rod on reagent probe 1 and successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.